Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This patient is enrolled in (B)(6) study: at an unexpected follow up, a stent was placed to treat an aneurysm in the mid to distal sfa. Areas of dissection were noted medially and proximally in sfa. Both areas were treated with stents with good anographic results. The procedure was successful and the patient was discharged the next day.